Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal did not open after it was delivered in the aorta. A replacement device was used to complete the procedure. There were no patient effects. Product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 29-mar-2010. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).